Event description:
Patient had a redo of a sleeve gastrectomy scheduled today. Doctor was preforming the surgery using the signia covidien stapler with purple loads. Twice, when trying to fire the stapler on the stomach, the loads did not engage and crushed the tissue instead. A representative from covidien came to try to assist with the misfiring stapler and was unable to resolve the situation. After the second miss fire, doctor did not want to risk harming any more patient tissue with a signia stapler and instead wanted to use the echelon 3000 60mm stapler to finish the case.